Event description:
Procedure type: inguinal hernia repair. According to the reporter: during surgery, the surgeon inserted space maker inside of pre-peritoneal space. He tried to inflate the balloon dissector but the balloon had burst. Fortunately the pt didn't have any injury. The info about patient was not given. The surgical time was not extended by more than 30 minutes due to the product problem. The subject device will be returned for investigation. There was no unanticipated tissue loss as a result of this problem. There was not tissue damage as a result of this problem. There was no blood loss of 500cc or more due to the product problem.

Manufacturer narrative:
(B)(4).